Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) failed rapid atrial pacing (rap) during preventative maintenance testing. In addition, the atrial connector was broken. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis : analysis could not confirm customer comment the external pulse generator failed rapid atrial pacing. Confirmed customer comment output connector assembly is broken. Hanger assembly is broken. Display frame boss is stripped. Evidence of non-medtronic us service person disassembling and reassembling. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.